Event description:
During two clipping procedures in the stomach, the physician used cook instinct endoscopic hemoclips. It was reported that there was difficulty accessing or delivering clips [difficult to deploy]. It was not published in the study if an unintended section remained in the patient. There were no adverse effects or additional procedures published in the study. It is reasonable to conclude that the patient was not adversely impacted.

Manufacturer narrative:
This event is under investigation. A follow up emdr will be sent.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instruction for use states: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Instruction for use states: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.